Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure had difficulty with night vision, felt like had bad astigmatism or something, sees multiple headlights of oncoming cars. Eyes get sore when in fluorescent lighting and headache. Iop was normal and retina was fine. Vision was 20/40 in right eye. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was not returned for evaluation. The power and resolution of each lens is 100percentage evaluated during the manufacturing process to determine acceptability per model and diopter. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).